Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Va therapist informed territory business manager that her patient suffers from parkinson and can have episodes of frantic limb movement. At one point when raising the head section of the bed the plastic pin that secures the full bed rails failed and the rails dropped from their position.